Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v516929, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received confirmed that the patient experienced a shocking/jolting sensation and pain at the lead site from their implantable neurostimulator (ins) while going through security gates at (B)(4). Impedance testing was performed (no results reported). It was noted that no actions were required as a result of the event and that the patient status was reported as ¿alive ¿ no injury¿. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced a shocking or jolting sensation in the perineum following exposure to a theft detector or security gate at three local retail stores. It was noted that the device was turned on during exposure. It was reported that the patient recalled a change at (B)(6) that seemed to coincide with the timeframe in which they discontinued having door greeters. Additional information received from the hcp reported that the event was attributed to the ins, and the patient was told to turn off the interstim upon entering (B)(6) since that was the only store that the jolting from the interstim occurred at.

Event description:
Additional information received reported that the patient had a follow up appointment in two weeks.

Event description:
Additional information received reported the device was turned off for two weeks and then turned back on. Programs were adjusted to a comfortable level for the patient. No further problems were noted. No hospitalization was required and the patient outcome was no injury.